Manufacturer narrative:
B3: date of event is unknown. Device evaluation: one device was received for investigation. Under visual inspection we noticed that inner cannula is cracked/damaged. Investigation results indicates that it is most probable that the reported failure occurred due to excessive force used during cleaning or an incorrect cleaning technique. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that degradation/deterioration of inner liners in less than a month after installation. The reported problem occurred during use on the patient. "No consequences for the patient, without medical treatment."